Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Lot number - unknown due to the lot number being unknown. Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to the lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the glidesheath slender valve leaked. The procedure was a right radial catheterization case. There was a 6fr jr catheter in and then it was exchanged with a 260cm j wire for a 6fr xb3.0 guide catheter. When the 6fr xb3.0 was removed the sheath pulled back into the hub of the sheath and passed the ccv as the guide cath was removed. Blood from the radial artery shot out of the valve and the sheath was quickly removed and a vasc band was placed on the access site. The patient had cad (coronary artery disease) and htn (hypertension). The patient was reported to be fine. Additional information was received on march 14, 2019. Blood loss was less than 250cc. The physician placed his thumb over the artery site and quickly removed the devices to apply vasc band at the access site. Blood leakage occurred at the conclusion of the case with no harm to the patient. The patient condition is stable. The radial catheterization case was successfully completed.